Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the right ventricular lead exhibited noise oversensing, causing pacing inhibition. No intervention was performed and the patient was in stable condition. The patient will continue to be monitored.

Event description:
New information noted that the programming changes were made and the patient was in stable condition.